Event description:
Pt had a total knee replacement done 11/9/93. A drain hose blake 10mm flat full fluted silicone drain was placed. Upon return to the unit there was minimal drainaaage and when physician changed dressing it was discovered the tubing was severed from the drain port. Pt was retunned to surgery immediately aand a hemostat was placed into the drain hole and the drain was grasped under c-arm image intensifr and was removed.